Event description:
It was reported to philips that there was a problem with the c-arm movement. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary treatment procedure was performed when the issue happened. The procedure was delayed and completed by using another system. Fse visited onsite and checked and found system was opened without any problems. After reviewing log file, geometry-related connection errors were seen. Fse estimated that these errors occurred because the geometry computer could not be switched on. Upon testing fse confirmed no problems were observed in the movements of the system. The system was working as intended. The codes were updated based on the investigation outcome.